Event description:
This spontaneous report was received on (B)(4) 2013 from a (B)(6) female consumer reporting on self from the united states. The medical history included hemorrhage two to three years ago for which she saw her obstetricians and gynecologist physician every six months. Other history included alcohol use. The concomitant medications were not reported. On an unspecified date, long time ago, she started using o.b procomfort multi pack (regular and super), vaginally, one at a time, for menstruation (lot number and expiration date unspecified). After an unspecified duration, she noticed a little bit of the cotton stuck in her body as the tampon frayed before taking it out. She mentioned that the tampon only frayed when under-used like the end or beginning of periods. She also stated that only a little of bit cottony material stuck in her body which she was able to clean up. After an unspecified duration, use of the device was discontinued. This report was assessed as non-serious. The company causality was assessed as possible. This report was considered as a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is 22-jul-2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 28-may-2013 from a (B)(4), caucasian, female consumer reporting on self from the united states. The medical history included hemorrhage two to three years ago for which she saw her obstetricians and gynecologist physician every six months. Other history included alcohol use. The concomitant medications were not reported. On an unspecified date, long time ago, she started using o.b procomfort multi pack (regular and super), vaginally, one at a time, for menstruation (lot number and expiration date unspecified). After an unspecified duration, she noticed a little bit of the cotton stuck in her body as the tampon frayed before taking it out. She mentioned that the tampon only frayed when under-used like the end or beginning of periods. She also stated that only a little of bit cottony material stuck in her body which she was able to clean up. After an unspecified duration, use of the device was discontinued. This report was assessed as non-serious. The company causality was assessed as possible. This report was considered as a reportable malfunction case in the united states. Additional information received on 16-jul-2013. The consumer did not provide a lot number and the sample was not returned. A review of the complaint data revealed no adverse trends. Review of manufacturing history revealed some non-conformances recorded for loose fibers that could potentially lead to the reported issue. Review of product related issue did not reveal any changes. Review of process or facility changes revealed a significant change which was the implementation of the beast technologies designed to improve the cohesion between fibers, thereby improving the integrity of the tampon and reducing fiber tufting. Based on the investigation results, no assignable cause was identified. Complaint trends would continue to be monitored. This report remains non-serious. This report remains a reportable malfunction case in the united states.